Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system is not starting, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.